Event description:
It was reported that the patient experienced ineffective stimulation with their scs system. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that the device will be electively explanted/replaced for new MRI technology. There is no alleged stated deficiency or malfunction of the device.

Manufacturer narrative:
Correction: upon review, the issue should not have been submitted as a medical device report (MDR) as the device will be electively explanted/replaced for new MRI technology. There is no alleged stated deficiency or malfunction of the device. This device is no longer considered reportable.